Manufacturer narrative:
Product analysis: visual inspection found stretching of the proximal balloon bond. An 18 inch mandrel was front loaded through the luer of the device and advanced distally through the device with no resistance. Negative prep confirmed the presence of a leak. The balloon partially inflated and at 10atm a leak was observed exiting from the distal tip. No leak was evident from the balloon material. The balloon however did not fully inflate therefore deflation testing was not carried out. The balloon material was cut away to expose the inner shaft. The inner distal tip material was damaged, indicating the source of the leak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using an inpact pacific. There was no damage to the device packaging and no issues when removing the device from its packaging. The device was prepped per IFU with no issues. The device did not pass through a previously deployed stent. No resistance was encountered during advancement of the device and excessive force was not required. It was reported that balloon inflation difficulties were encountered during inflation of the device to 4bar and there was resistance. Balloon deflation difficulties were also encountered after the first inflation and the device was slow to deflate at the lesion site. After deflation, it was reported that the balloon burst. Another device was used to complete the procedure. The patient complained of pain but no patient injury or intervention was reported. Please note that this device inpact pacific is not marketed in the united states; however, it is similar to the united states marketed device inpact admiral. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.